Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately calcified ostial left circumflex (lcx) artery. After an unspecified balloon catheter was advanced for predilatation, the 2.50x28mm promus element ¿ drug eluting stent was deployed to treat the lesion. Following this, fluoroscopy was performed and it was noted that the proximal part of the stent flared up. Hence, the physician advanced another 2.75x12 promus element ¿ stent to cover the proximal part of the previously implanted 2.50x28mm promus element stent and the procedure was completed. No further patient complications were reported and patient's status was stable.